Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor no-tube and scale factor values out of range. This condition is known to contribute to the reported symptom. The force sensor no-tube and scale factor calibrations will be performed to address this issue.

Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test with values of 24.88 psi and 22.28 psi (pounds per square inch) during programming/setup. There was no patient involvement. No additional information is available.